Event description:
It was reported that the procedure performed was to treat a mildly calcified, superficial femoral artery. Once the .018 ht steel core guidewire was placed imaging was performed and it appeared that the coil tip had unraveled and separated. Therefore, device was removed and noted to still be intact; however, separated from the core with the tip coils stretched. A new ht steelcore guidewire was advanced and had the same issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the previously filed report, it was noted that the the second ht steelcore guidewire was not broken only stretched. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported stretched coils appear to be related to the operational context of the procedure. It was reported that during use of the guide wire, the coils were noted to be stretched. Analysis of the returned device confirmed the stretched coils and noted bends on the distal end. This type of damage is consistent with interaction between the guide wire and challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.